Event description:
After pipetting an htlv plate on summit the technician noticed that low sample was delivered to well a12 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.